Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. (Calculated from the date when the system controller was issued to the patient.) The system controller, power module patient cable, and battery was returned for analysis. The reported event of loss of power to the system controller while connected to a power module was confirmed based on evaluation of the log file collected from the returned system controller. On (B)(6) 2015, external power was simultaneously lost on both power cables while the system was connected to the power module. During this time, the system was supported by the backup battery without issue. According to the log file, the system controller was alarming for ¿no external power¿ at the time of the loss of the power. This alarm condition is associated with a flashing red battery, a yellow light visual alarm near each power cable, and an constant audible alarm. In the following event, the system controller was then connected to fully charged batteries and the ¿no external power¿ alarm condition resolved accordingly. During what appears to have been a power exchange (as indicated by the disconnection of the black power cable), the system controller switched to backup mode. The system controller operated the pump above the low speed limit throughout the log file. Further evaluation of the system controller revealed damaged components on the printed circuit board (pcb); however, a specific cause for the loss of power, switch to backup mode and the damaged components on the pcb of the returned system controller was unable to be determined. The report that the red battery illuminated when the power module was plugged back in could not be confirmed, as the power module and the internal power module battery were not returned for analysis. Testing of the returned power module patient cable and battery did not reveal any functional issues. The devices functioned as intended during analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that patient observed a loss of power to the system while connected to the power module at night. This event was visualized on the system controller history screen, but the patient did not receive any alarms on the power module or system controller. It was also reported that when the power module was reconnected, a visual red battery alarm was observed and the internal backup battery did not appear to recharge. The patient was asymptomatic at the time of the event. After the patient's system controller, power module and patient cable were replaced, no further issues were reported and the issue was reported to have resolved. On 06/30/2016, during device analysis, the returned system controller as received was unable to operate a test pump and damaged components were observed on the printed circuit board.